Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17629563) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (2 mm 10 cm 90) was inflated but it ruptured at 7 atmosphere pressure (atm) during initial inflation. Therefore, the balloon was changed to another non-cordis balloon. The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was a right bk (ata). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, a guidewire crossed the lesion.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, a 2x100mm 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter was inflated, but it ruptured at seven (7) atmosphere pressure (atm) during initial inflation. Therefore, the balloon was changed to another non-cordis balloon. The procedure was completed successfully. There was no reported patient injury. The target lesion was a right below the knee, anterior tibial artery (ata). The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. An unknown guidewire had crossed the lesion prior to saber insertion. No additional information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17629563 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.